Event description:
Healthcare professional reported serial number mix-up. Surgeon wanted to implant a 27mm freestyle. The valve box and container were labeled with one different serial number. Inside the container was a 23mm, different serial number. The valve was abandoned and returned.